Event description:
It was reported that on (B)(6) 2025, that the charging cable - monitor - a to c caught fire along with the phone port on the mcot monitor - a10e - verizon-unlocked while charging. There was no other electronics plugged into the same outlet when the reported event occurred. The patient noted that the mcot monitor - a10e - verizon-unlocked became very hot however, there was no icon on the screen reporting excess heat. A replacement kit was ordered.

Manufacturer narrative:
It was reported that the mcot monitor - a10e - verizon-unlocked power cord caught fire. Monitor was inspected for general physical integrity and found the back of the monitor had a melt at the bottom of the device close to the charge port. The charge port also showed signs of the melt. The monitor charging cord was not returned with the device. It was removed from the monitor prior to testing. Engineering evaluation could confirm the allegation on the monitor overheating leading to a melt. Root cause could not be determined. Further testing is being performed.